Event description:
It was reported that the patient had a replacement surgery due to fluid loss in reservoir with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. Additional information received stated that the explanted device was ultrex inflatable penile prosthesis which is an obsolete product. The device was implanted in (B)(6) 1995 and it meets the criteria for category iii exemption which states that products implanted greater than eight years in patients are exempted from regulatory reporting.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss in reservoir with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.